Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined because customer declined to remove the infusion set cannula from the infusion site. Customer cleared the alarm. Customer's blood glucose was up to 350 mg/dl at time of event.